Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was replaced due to noise noted on the shock electrogram (egm) . Both channels showed evidence of noise, however, the noise could not be reproduced with isometrics and lead measurements were stable and unchanged. There was pacing inhibition but no symptoms. A fracture was suspected. The lead was surgically abandoned and a new lead successfully implanted. There were no additional adverse patient effects reported.